Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) during the initial drain the previous night. The technical service representative (tsr) informed the caregiver (cg) of the alarm?s meaning, and per the caller, she was instructed by the peritoneal dialysis nurse to restart therapy, as it was most likely a mechanical problem. The home patient (hp) would call the peritoneal dialysis nurse and inform the nurse of the actual problem, and seek instructions from this point. There was no patient injury or medical intervention indicated at the time of the initial report.